Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device with disposable pacing/defibrillation/ECG electrodes, the rhythm was diagnosed as shockable and the person was shocked 4 times. The pt was cardioverted then loaded into the ambulance for transport to the hosp. En route to the hosp the pt's rhythm converted to an unstable ventricular tachycardia and a synchronized cardioversion was initiated. According to the rptr, when the operator attempted to charge the device to 100 joules, the device alarmed connect electrodes. The rptr stated that connections were checked, then power cycled, then the electrodes replaced, then an attempt to use the device asynchronously, but according to the report, they "were unable to treat the pt." A backup defibrillator/monitor in the ambulance was used successfully and the pt resuscitated.